Event description:
The customer reported to olympus, the flex deflectable videoscope image suddenly became greenish or reddish, the image of the organ itself was displayed but the color tone was strange. The issue was found during an unknown therapeutic procedure. The procedure was completed by changing out the main unit resulting in a 5 to 10 minute delay. Another ltf-s190-10 flex deflectable videoscope was noted to have been used during the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: compromised image, red or green only image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the image suddenly becoming greenish or reddish was not confirmed, however the device evaluation found the reportable malfunction of the image was compromised while reviewing procedure video, making the occurrence likely as a sporadical failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to foreign materials, such as detergent remnants, hard water residue, finger grease, dust, and lint which may have adhered to the electrical contacts on the video connector and the video system center, which led to temporary electrical connection failure. That may have exerted an impact on the color tone. Olympus will continue to monitor field performance for this device.